Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, a new cartridge was loaded to address the event, however, during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Blood glucose was 242mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.